Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Results from the product history record review indicated the product met release criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a pt who had photo refractive keratectomy (prk) surgery 3 weeks ago, presented with worsening light sensitivity over the last week. Topical steroids were prescribed to treat the event. In a follow up, a technician reported that the event had resolved. No further info is expected.